Event description:
I received a don joy dura kold ice pack after knee surgery. After 8 days, the plastic loops on the velcro straps fell off and embedded in the soft cover of the wrap. They also fell on the floor. Real concern for children and animals if they ingest them. These are sharp little loops and pieces of plastic. They are not of quality as they pull out of the black straps and one embedded itself in my knit pants.